Event description:
It was reported that during an implant procedure the patient expired. The procedure was difficult and lasted for 8 hours. The cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.